Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control found corrosion on the battery accessory terminals that was provided with the device and replaced the battery as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device shutdown on it's own. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted physio-control to report that their device shutdown on it's own. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio evaluated the device's keylog and found that the batteries being used were manufactured in 2015 and 2017 respectively, making them approximately 6 and 4 years old. Per the operating instructions for the lifepak 15, batteries should be replaced approximately every 2 years.